Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke with hyperglycemia at 280 mg/dl while using the ilet system, with no visible infusion site issues, and performed troubleshooting including disconnecting, priming to observe drops, and replacing the cannula set (23 inch, 6 mm); the user also entered a meal announcement without eating and was advised to only announce meals when eating. Symptoms included hyperglycemia without associated symptoms such as dizziness or loss of consciousness. Outcomes included no medical intervention, no ketone testing, no backup therapy, and continued monitoring at home. Investigation included customer-led troubleshooting and education by support, along with shipment of replacement supplies. Investigation of this case revealed no device malfunction observed and an unclear cause of hyperglycemia, with potential contribution from inappropriate meal announcement and site-related uncertainty despite normal prime and no visible cannula issues. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.